Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ECG connector was damaged and loose. As a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that software was unable to be updated via software distribution network (sdn), the system fan was noisy and the right antenna was out of electrical specification.

Event description:
It was reported the ECG (electrocardiogram) port below the keyboard is damaged. It was believed there is a connection problem since the reading on the screen is all noise. It was also reported current software could not be updated via usb (universal serial bus).the programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.